Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer reloaded the cartridge and received the correct fill estimate amount. The customer's blood glucose level was over 300 mg/dl and was treated with a bolus.